Event description:
During the neotrend-l sensor insertion process, blood backed-up inside the sensor. No report of harm or injury to the pt. The sensor has been returned to the manufacturer for investigation.